Manufacturer narrative:
This device remains implanted. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine device check that this right ventricular (rv) exhibited high out of range pacing impedance (greater than 3,000 ohms) and high capture thresholds, tripping the lead safety switch to unipolar settings. The physician programmed the device to unipolar settings, and all lead parameters were normal. The physician will continue to monitor the patient. The device remains implanted. No adverse patient effects were reported.